Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported by an attorney that the patient underwent a hernia repair procedure on (B)(6) 2015 and mesh was implanted. It was reported that following insertion the patient experienced bowel obstruction, pain, constipation, nausea, vomiting and abdominal distention. It was reported that patient underwent revision of mesh on (B)(6) 2016 due to recurrent hernia. No additional information was provided.